Event description:
The customer reported when plugging the device into an outlet, the device began to smoke. The issue was found during device checkout and there was no pt connected to the monitor at the time.

Manufacturer narrative:
The field engineer (fe) visited the site and was able to reproduce the problem. The fe investigated and determined that the smoke was produced by a failed cpu board in the dash 5000. The failed cpu board was replaced to resolve the problem.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.